Manufacturer narrative:
We have cancelled this incident report due to administrative error and does not meet the reporting criteria.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap.hemicolectomy- "finds a black "rubber" spot intraabdominal. Assume it might be a piece of trocar seal."type of intervention- "lap.hemicolectomy".patient status- "ok."